Event description:
Reporting status: malfunction. Reporting device: stent dislodgement/no medical intervention, has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during unpacking of the stent delivery system (sds), the stent was found not crimped on the balloon. Reportedly, there was no pt involvement. No additional event or pt information is available.